Event description:
Patient's legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2011, due to alleged pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning and metallosis. Review of invoice history indicates that the modular head and taper adapter were removed and replaced. No further information available at this time. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and ¿material sensitivity reactions.¿ and "inadequate range of motion due to improper selection or positioning of components." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00105/00106).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6), 2009. Subsequently, the patient was revised on (B)(6) 2011 due to alleged pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning and metallosis. Review of invoice history indicates that the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted the right hip revision was due to pain and further noted the presence of fluid.